Event description:
Caller reported a malfunction on the pump, which caused the customer¿s blood glucose level to exceed 500 mg/dl, with the display showing "high." To address the issue, the customer performed a correction injection using mdi. No assistance from a third party was required. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any further malfunctions occurred.